Manufacturer narrative:
The device was returned and an evaluation at the repair center confirmed the customer allegation. Due to damage on charge coupled device (ccd) unit, the image disappeared during angulation in up/down directions. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope displayed no image during angulation. The issue occurred during a bronchoscopy procedure. The procedure was completed with the same device. The patient was not under sedation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge control device unit was damaged during user handling, causing the reportable event. The event can be prevented by following the instructions for use: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.